Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Updated fields: h3, h4, h6 medical device problem code. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. Based on the results of the investigation, it is likely, the following led to the malfunction: a high-energy treatment device was used without ensuring a sufficient distance from the distal end. A definitive root cause could not be determined. The event can be prevented, by following the instructions for use, which state: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-ez1500, ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope plastic distal end had a burn/discolor. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
E1: state, province, or territory=blank. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.